Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Functional testing of the device was not possible due to the returned condition of the device. Additional observations not reported by site that was not related to the customer reported complaint: the instrument was found to have the main tube broken. A piece measuring proximately .116 x .223 was not returned with the instrument. The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.the instrument was found to have a dislodged proximal clevis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, while attempting to remove the instrument, the arm began flashing yellow and the staff was unable to remove the instrument from the trocar. The customer removed the cannula with the instrument still inside of it and got an entirely new cannula and a seal to put back in, as well as a new instrument. After removing the instrument and cannula, the only way to salvage the cannula was to completely break the tip on the instrument. It almost looked as though the inside of the instrument was out of line with the shaft. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.